Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9apeg02a for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section as the customer's weight was not provided.

Event description:
An advocate reported that the customer obtained blood glucose readings of 39 mg/dl at 1:42 p.m., 174 mg/dl at 1:52 p.m. And 72 mg/dl at 1:58 p.m. On the contour next link 2.4 meter. The customer also obtained blood glucose readings of 57 mg/dl at 1:46 p.m. And 105 mg/dl at 1:58 p.m. On the contour next one meter. The customer was presenting symptoms of hypoglycemia such as weakness, tiredness, sweating and confusion. The customer received glucagon injection and recovered from his symptoms. At 2:05 p.m. After receiving glucagon injection, the customer's blood glucose reading on the contour next link 2.4 meter was 132 mg/dl. Advocate was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.